Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that the patient presented insufficient bone quality/quantity.

Event description:
The clinician reported nearly 3 months after the dental implant was placed in ada site 23 in the mouth, it had not achieved integration. Clinician reports an infection, mobility, bleeding, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported nearly 3 months after the dental implant was placed in (B)(6) site 23 in the mouth, it had not achieved integration. Clinician reports an infection, mobility, bleeding, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.